Event description:
Kci received article, armstrong, d.g., marston, w.a., reyzelman, a.m., kirsner, r.s. Comparative effectiveness of mechanically and electrically powered negative pressure wound therapy devices: a multicenter randomized controlled trial. Wound rep reg (2012) 332-341, that reported that five (5) pts placed on v.a.c. Therapy developed an infection. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.